Event description:
Pt developed an infection 21 months after initial knee surgery and had the poly insert exchanged.

Manufacturer narrative:
The device history and sterilization records were reviewed. The product was manufactured to specification.